Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information provided by a nurse, in the USA. The report is of bladder retention, contamination due to the placement of a foley catheter that travelled up, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced bladder retention. On (B)(6) 2012, the patient was hospitalized for the bladder retention and an infection. The nurse further clarified that the infection was peritonitis. On that same day, the patient went to the emergency room to have a foley catheter placed for the bladder retention. The patient was performing daily straight catheterizations as a treatment for the bladder retention. On an unreported date, the patient experienced contamination due to the placement of the foley catheter that travelled up. Per the nurse, this may have contributed to the peritonitis. The patient was treated with vancomycin and fortaz for the peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The patient had not yet recovered from the bladder retention. The outcome for the contamination, caused by the placement of the foley catheter that travelled up, was not reported. Per the nurse, the events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12g22013 and h12f16488 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.